Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety - product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "silicone within a left axillary lymph node" detected via mammogram and ultrasound.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.